Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has used less drills than recommended toperform the implant installation.

Event description:
(B)(4) - the dentist reported that almost 2 months after dental implant was installed in intraoral region #28, its non-osseointegration was observed. In addition, the patient presented bone type ii.